Event description:
Information was received from a patient regarding an external device. The reason for call was patient reports her controller is not charging. Patient states she has tried turning stim off, on, off and back on a thousand times and has also tried resetting the controller. Patient reports she is going on a trip and needs the controller to charge overnight. Patient service specialist had patient remove the battery and plug controller into the ac power cord and controller did not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6) product type: brand name ; product ID 97745nt serial: (B)(6) product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.